Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing utilizing the returned multifunction cable and CPR adaptor without duplicating the report. The device was recertified and returned to the customer. Review of the logs observed, on and around the event date of january 26th, 2025 no occurrence of the user attempting to apply pads or signs of pads not being recognized. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.